Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the (B)(4) transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the exact cause of the aortic dissection cannot be confirmed. Per report, during the post case discussion it was determined that a possible tear in the aorta sealed initially and the patient stabilized and then reopened and became unstable. The physicians were unable to determine if the tear happened when the valve was crossing the arch, when the delivery was being retrieved or if there was some old dissection present that was aggravated with either insertion or retrieval. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented.

Event description:
During a transfemoral tavr procedure a dissection to the descending aorta occurred. The patient expired due to an aortic tear that was unable to be fixed. Following successful valve deployment it was noticed that there was a new pericardial effusion and pressure began to drop. It was believed that there was a right ventricle perforation from the temporary wire; annular rupture was ruled out with an aortogram. Further hemodynamics and echo imaging showed that the patient was not in tamponade yet the pressure was continuing to drop and would have to be volume resuscitated. Tee showed a dissection in the descending aorta. The patient was stable and it was decided that she should get a non-contrast cta to evaluate the extent of dissection; by angiogram it appeared to be a type ii dissection and they did not believe it needed an open repair at the time. The patient was prepared for transfer to the CT scanner, during transport the patient became unstable and her blood pressure dropped. The team attempted a tevar to seal the dissection but was unable to form a complete seal and there was a tear in the aorta into the chest. The patient expired on the table. During the post case discussion it was determined that a possible tear in the descending aorta sealed initially and the patient stabilized and then reopened and became unstable. The physicians were unable to determine if the tear happened when the delivery system was being retrieved or if there was some old dissection present that was aggravated with either insertion or retrieval.